Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) has a lv (left ventricular) pace/sense lead inserted into the atrial port. An av (atrioventricular) delay of 10 ms was observed. The patient is pacemaker dependent. Three second pauses were observed in pacing (patient was throwing up at the time of inhibition). Guidant received subsequent information that the lv lead had dislodged and loss of capture was observed with the rv (right ventricular) defibrillation lead.